Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery has been depleting faster than normal over the past year. Reportedly, the pump battery used to last 5-6 days and now the battery lasts only 3 days. The customer's blood glucose level was 400- 500 (mg/dl). Bolus via the pump was delivered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.